Event description:
Right hand castor extension block has come out of the chair frame. See attached report. Client fell with the chair, hit his head and required stitches. Chair inspected and as no actual fault found nrs instructed o refit both castor extension blocks, replace damaged footrest hanger, carry out safety check and return to client.

Manufacturer narrative:
The azalea is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged malfunction occured in (B)(6) .